Event description:
Baxter (B)(4) received a report that an infusor's flow stopped after 4 days of infusing. This condition has the potential to interrupt therapy. There was patient involvement. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Upon receipt, flow was not readily observed at the luer. Forced prime was attempted but flow was not observed. Microscopic examination of the luer showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the luer. The root cause was determined to be micro-air bubbles blocking the fluid pathway. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.